Manufacturer narrative:
The customer stated that the controls were acceptable. The sample centrifugation time may have been shorter and the centrifugation speed may have been faster than recommended by the tube manufacturer. The field service engineer re-seated a gear pump plug connection and re-connected the gear pump. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay ver. 2 on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of 49.9 ng/l and this value was reported outside of the laboratory. The doctor questioned the result and the sample was repeated, resulting in a value of < 6.0 ng/l with a data flag. The sample was also repeated a second time, resulting in a value of < 6.0 ng/l with a data flag. The repeat value was deemed correct. The troponin t reagent lot number and expiration date were requested, but not provided.